Manufacturer narrative:
(B)(4). Batch # m53j8r. Anvil detached/missing the analysis results found that the ntlc75 device was received with the anvil detached and missing with two reload present. The reload (b) was received fully loaded. The reload (c) was received fully fired. Both cartridges were received in good visual condition. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the anvil became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It is possible that the damaged was due to an improper handling of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, it is alleged that two of the reload cartridge broke when trying to load/unload the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.